Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the plastic distal end cover had scratches, dent, cracks or snags. Bending section rubber adhesive has deterioration and separation on the thread-wound sections. Insertion tube buckles and coating peel-off. Water leakage stain inspection (grip) failed. Connecting tube has foreign objects. Connecting tube has a cut. Screw stopper at the body control unit has crack, damage or deformation of parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the adhesive on the insertion section of colonovideoscope was chipped. The issue was found during maintenance of the device. Inspection and testing of the returned device found connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the insertion tube was unable to be further specified. It was concluded that there was no deviation of reprocessing. It was evaluated that the insertion tube was scratched and foreign material adhered there. Therefore, the cause of the remaining foreign material may not have been removed due to physical damage on the device even if proper reprocessing was conducted. The instructions for use (IFU) instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event: "important information : please read before use_ precautions: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.